Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during pre-discharge check, high threshold was observed. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during pre-discharge check, high threshold was observed. It is suspected there was a problem with the ring electrode conductor. During lead revision, no capture and upper out of range pacing lead impedance were observed when connected through the psa. The lead was explanted and replaced. The patient was in stable condition.